Event description:
Urine total protein initial result was negative on the urisys 1800 analyzer. Same sample run on a beckman lx20 resulted 8921 mg/dl. No information provided to determine if results were used to guide therapy. Root cause analysis is ongoing. If additional information is received, appropriate notification will be provided.